Event description:
A journal article reported a case in which a single-piece acrylic intraocular lens (iol) was explanted because of complications related to the presence of dense glistenings in the bulk of the iol optic. The patient complained about blurry or hazy vision, difficulty reading and driving, glare and halos. The patient was diagnosed with age related macular degeneration as well as peripheral posterior capsule opacification. Symptoms resolved following a lens exchange. Additional information is not expected.

Event description:
Correction: the patient did not experience halos as was previously reported.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the journal article did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information is not expected. Van der mooren, m. (2015). Explanted multifocal intraocular lenses. Journal of cataract and refractive surgery, 41, 873-877. (B)(4).

Manufacturer narrative:
Corrected information provided. Article attached. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).